Manufacturer narrative:
Expiration and implant date unknown (competitor device).device manufacture date unknown (competitor device). Aneurx device is not manufactured by endologix.

Event description:
Patient was treated with medtronic device anuerx and endologix devices on (B)(6), 2008. Aneurysm continued to grow. Endoleak was present which was treated with endologix limb extension . No leakage was noticed post-procedure.